Manufacturer narrative:
(B)(4). The device was received with the cable cut off, the top of the I-blade fractured and slightly lifted and upper jaw detached from instrument and not returned. When the I-blade fractured it allowed the upper jaw from detaching from the instrument. Due to the returned condition of the device, functional testing could not be performed. There is insufficient evidence related to what caused the damage. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a tlh procedure the device jaw broke when the surgeon clamped down on tissue. No part fell into the patient. No alert screens were noted. They used another device to complete the procedure. There was no patient consequences reported. The is returning for analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.